Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported that the stimulation sometimes felt like it was more shocking than soothing and her battery was sitting in the pocket sideways. It was reported patient has been pregnant twice since last seen. Impedance was checked and evaluated stimulation. It was reported that impedance for electrode 0 showed an open circuit. All other were within normal limits. Patient has made an appointment with hcp on 12/19 to evaluate her stimulator for possible lead revision and battery replacement. Patient stated she was still getting relief from the device but it did not feel the same as it did initially. Patient stated that her battery has tilted so much that it is difficult to charge. Patient will see hcp for evaluation of whether to replace or revise battery, pocket, and/or leads. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not known. Patient has an appointment on 12/19. Issue was not resolved at this time and no replacement confirmed at this time.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported the entire system was replaced on (B)(6) 2018.